Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the v^) data acquisition pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code machine pressure autozero failure message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the da pcba board into a pi ventilator to duplicate the reported issue. Visual inspection of the da pcba board revealed no evidence of damage or contamination. The da pcba board was tested, the failure was confirmed. Pil suspected data acquisition pca operates on the stb with 110e, 110f errors observed in the log taken at pil. In addition, the suspect data acquisition pca failed pressure accuracy testing at zero pressure for both machine pressure sensor(u7) and proximal pressure sensor(u6). The reason for pressure accuracy failure is due to faulty u7 and u6 sensors. The u6/proximal pressure sensor and u7/machine pressure sensor on data acquisition pca are out of spec and faulty at zero pressure. Product UDI is corrected.